Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09405 it was reported that the asymptomatic patient presented for a routine follow-up. Upon interrogation, the right atrial and ventricular leads exhibited low pacing impedance. Programming changes were made. The patient was stable throughout.